Manufacturer narrative:
Date of event: please note the specific event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative (rep) ¿that in the week prior to (B)(6) she felt a new, painful tingling sensation in both legs, and upon turning the device off, the feeling subsided within 30 minutes.¿ it was further reported the patient had also had a similar experience in the week between (B)(6) 2018 and (B)(6) 2019. The patient also stated that her ¿device was turning itself on and off;¿ however, the rep noted that this ¿could just be positional variation in the stimulation.¿ impedance testing was performed at the time of report and found that electrode #13 was ¿<10000 ohms and was being used in her programming.¿ no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the impedance testing actually found electrode #13 had an impedance of ¿>10000 ohms.¿ it was stated that the patient had not experienced any falls or accidents that may have led or contributed to the reported issues. The patient was reprogrammed, whereby electrode #13 was removed from their programming; the rep involved with the event had not been advised of any recurrence of the painful tingling sensation or the device turning itself on and off as of (B)(4) 2019. It was suspected that the painful tingling sensation and device turning itself on and off ¿may have been due to the out of range impedance electrode.¿ there were no further complications reported or anticipated.